Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. The keypad connector was inspected and locked on lcd board. No button error alarm, audio/beep anomaly and time clock anomaly noted during testing. Pump passed displacement test and self test. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. The insulin pump kept beeping. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.